Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 30 mg/dl with difficulty waking up, confusion, and the inability to concentrate. It was reported that recent changes were made to the patient¿s basal rate. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. The patient reported that the time and date were correct in the pump. However, there were multiple un-programmed bolus amounts observed in the pump history on (B)(6) 2014. Reportedly, the patient discontinued pump therapy at the time of the call and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hypoglycemia based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the original complaint could not be duplicated. The last basal and bolus delivery were on (B)(6) 2014. The total daily doses (tdd) correctly added up and reflected the users programmed basal rate. There was typical usage observed in the alarm history. The pump was exercised for 24 hours with no un-programmed boluses delivered or recorded in the pump history during that time. There was no hypersensitivity with the buttons on the keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed and were accurately recorded in the pump history. A delivery accuracy test was successfully completed and revealed the pump was performing within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.